Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill package was damaged / defective. Verbatim: rcc received a complaint via email. The sterile packaging was not sealed when they were taken out of the box. Product#: 305060 lot#: 5273064

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - package damaged / defective / other. Fifteen samples and one photo of 3 ml luer lok syringes with 18×1½" blunt fill needles (part number 309646, batch 5273064) were received and evaluated. All samples were packaged with the top web misaligned to the bottom web by approximately one inch, creating an open seal condition that compromises sterility. The photo provided shows ten syringe packages demonstrating the same issue. The condition observed is non-conforming to product specifications, and the seal integrity defect is likely related to the packaging process. Furthermore, a device history record review was completed for lot 5273064, and the review showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and the reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly, and our business team regularly reviews the collected data to identify any emerging trends.